Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the anchor site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead and anchor were explanted to address the issue. Patient was administered oral antibiotics to address the issue. Infection has resolved.